Event description:
The dental implant fx4012swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 8 days after implantation. The patient has history of hypertension. The patient required another surgical intervention.